Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to a capsule tear that occurred during lens implant. Another lens of different model was implanted successfully. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens cut in three pieces. Further testing could not be performed due to the condition of the received the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.